Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The physician was able to cannulate with the fusion omni-tome and the acrobat wire guide. The physician then exchanged to the fusion quattro extraction balloon. The duct was swept twice. The third time the balloon was introduced, it was getting caught. The sales representative suggested a stiffer wire. At that time the wire was exchanged, the representative noted part of the wire sheath was missing. The wire was placed aside and the procedure was completed successfully. While cleaning the endoscope, the tech pulled out of the endoscope channel, the piece of the wire coating that was missing. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 97 cm from the proximal end is a 1 cm section of the coating that has bunched up. A section of coating approximately 6 cm long was returned that separated from the wire guide. This section is folded over and looped through itself. According to the report, while cleaning the scope, the tech pulled out from the scope channel, a section of the wire sheath that was missing from the wire guide. The coil spring was still attached to the distal end of the wire guide. Starting approximately 2.5 cm from the distal end is a 7.5 cm section of bare core wire extending to 10 cm from the distal end. A section of the coating approximately 3 cm long is frayed and hanging from the coating still attached at approximately 10 cm from the distal end. Due to the condition of the returned device it cannot be determined if any other sections of the coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.